Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The investigation confirmed the reported image error (purple stripes) and traced the failure back to a defective cable assembly. Therefore, this event/incident was attributed to component failure. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that apprx. 15 minutes into an unspecifed procedure the video telescope displayed pink stripes in the image. The intended procedure was completed successfully and there was no report about an adverse event or patient injury.